Event description:
On (B)(6) 2012, the patient's mother contacted animas to alleging the remaining insulin reading was incorrect with the pump. The reporter claimed she received a low cartridge warning on the pump on the morning of (B)(6) 2012. The patient's mother stated the low cartridge warning is set for 10 units. When she reviewed the pump's home screen it showed it had 61 units in pump and when she removed cartridge she confirmed it had approximately 60 units remaining. At the time of troubleshooting, customer support noted that the low cartridge alarm was not recorded in the pump's history. The reporter confirmed the pump's date and time was set correctly. The alleged issue remained unresolved at the time of troubleshooting. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the alarm history shows a low cartridge warning. A review of the black box shows no alarms or conditions indicating a pump malfunction. A rewind, load, and prime sequence was performed with no issues occurring. A cartridge with 30 units was correctly recognized during the load step. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump correctly calculated the remaining insulin. The complaint could not be duplicated during investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration.